Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Insulin pump functioned properly. Insulin pump received with intermittent button response due to flattened dome switch on the esc button. Insulin pump also received with minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, and scratched case.

Event description:
It was reported the insulin pump displayed 0.0 units when filling tubing. Customer's father stated he had to press the act button harder for the device to deliver a bolus. Customer's blood glucose was 250 mg/dl and 390 mg/dl. Customer's father does not recall any significant event that may have caused the keypad issue. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.